Event description:
During a total knee replacement, the hose burst about 2 1/2 inches below the connector to the handpiece. The surgeon complained of of loud ringing in the ear and that he 'could not hear well' at the time. Upon follow up it is reported that the surgeon was fine and there was no injury. It is reported that the psi was set at 125.